Event description:
A patient reported pain and observed a retained portion of the microtip needle emerging from their foot 4-6 weeks following a procedure with the tenex system (approximately between (B)(6) 2025). Patient extracted the needle under direction from their doctor and is expected to follow up with the doctor.

Manufacturer narrative:
The device was not returned for evaluation. Pictures of the removed needle fragment were provided by the reporter. It was confirmed that the microtip needle had separated from the rest of the handpiece. The fracture site did not immediately indicate a specific cause for the failure.